Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Event related to mw # 2210968-2023-02810, mw # 2210968-2023-02811. Citation: j neurosurg 138:382¿389, 2023, https://thejns.org/doi/abs/10.3171/2022.5.jns22381. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: space-expanding flap in decompressive hemicraniectomy for stroke. Author(s): philippe schucht, andreas nowacki, armin osmanagic, michael murek, werner j. Z¿graggen, matteo montalbetti, jürgen beck, lennart stieglitz, and andreas raabe. Citation: j neurosurg 138:382¿389, 2023, https://thejns.org/doi/abs/10.3171/2022.5.jns22381. This study aimed to assess the feasibility of using temporary space-expanding flaps, implanted during decompressive hemicraniectomy, to shield the brain from these risks while permitting the injured brain to expand. From august 1, 2012 to july 9, 2020, 10 patients with a radiological diagnosis of large cerebral infarction who were scheduled for decompressive hemicraniectomy were included in the study. Subsequently, patient 1 was removed from the study, and 9 patients (4 women and 5 men) were included in the analysis. The mean age was 50.9 (30¿62) years. During the procedure, a temporary space-expanding flaps was implanted during decompressive hemicraniectomy. Multiple incisions of the dura were made in each patient to allow for brain expansion. A layer of tabotamp (ethicon) was applied as a substitute for the dura. The space-expanding flap was implanted and fixed with a non-ethicon low-profile titanium plate (manufacturer: unknown). Blake drains (ethicon) were inserted in all patients. In addition, 3 patients had a competitor¿s external ventricular drainage device inserted during the same procedure. After surgery, the patients returned to the intermediate care unit for close neurological surveillance, monitoring of brain swelling, and regular wound inspection. Postoperative computed tomography was performed within 48 hours. The reported complications included patient 10, a 62-year-old female with hemorrhagic transformation of the stroke and significant edema (midline shift 2.5 mm, compared with 4.3 mm prior to decompressive surgery) (n=1), hemorrhagic transformation within the stroke area (n=5), patient 5, a 53-year-old female with uncal herniation (n=1) and patient 7, a 53-year-old male with a hydrocephalus internus at 1 day after surgery. In conclusion, this feasibility study showed that the concurrent use of space-expanding flaps appeared to be safe in patients who underwent decompressive hemicraniectomy for malignant infarction of the medial cerebral artery. Moreover, space-expanding flaps may permit patients to avoid a second surgery for reimplantation of the autologous bone flap and the risks inherent to this procedure.